Event description:
Event description guidant received information, upon review of electrograms during threshold testing, that this ventricular lead was unable to capture the myocardium. All measurements displayed by the lead were within normal limits and there was no evidence of noisy signals. The patient was reported to be asymptomatic.

Manufacturer narrative:
Boston scientific technical services (ts) recommended testing the pacing threshold at maximum output and in the unipolar configuration. Ts further recommended a chest x-ray pending the outcome of the lead testing. The outcome of the lead testing was not provided to the consultant and additional information was unable to be obtained. The lead remains implanted. If additional information becomes available, the event will be reopened. Additional information was received stating this lead was subsequently removed from service due to elevated threshold measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information, upon review of electrograms during threshold testing, that this ventricular lead was unable to capture the myocardium. All measurements displayed by the lead were within normal limits and there was no evidence of noisy signals. The patient was reported to be asymptomatic.